Manufacturer narrative:
E1: patient city: (B)(6). Patient country: the united kingdom.

Event description:
Unomedical reference number (B)(4). Event occurred in the united kingdom. On (B)(6) 2024, the patient reported the event of infusion set cannula bent. The insertion site was at the buttock. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly.